Manufacturer narrative:
(B)(4). Batch # r5a906. Investigation summary: the analysis results showed that one ecr60b cartridge reload was returned unfired with the cartridge pan partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the reload cannot be fired. No patient consequence reported.